Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, the patient presented with pre-op diagnosis: degenerative disc with spinal stenosis with mechanical back pain and radiculopathy from l1 to l4 status post spinal fusion, l5-s1 with solid arthrodesis. She underwent the following procedures: posterior spinal fusion l1-l5, posterior spinal instrumentation from l1-s1 with 5.5 mm rods, autogenous local bone grafting augmented with rhbmp/2 and demineralized bony matrix . Per-op notes: longitudinal midline incision was made from l1 to s1, base of transverse process of l1, l2, l3, l4 and the instrumentation at l5-s1 were exposed, screws were tight within the pedicle at l5 and s1 bilaterally, pilot holes were created at l1-l4, screws were inserted at l1 level, rod was placed on the head of the pedicle screws and locked, foraminotomy was done at the level of l3-l4,facetectomy was performed at l1-l2 and l2-l3, l3-l4 and l4-l5. The autologous local bone was morselized and impacted into the facet joints bilaterally with rhbmp/2 and demineralized bony matrix . No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.